Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found, visual examination of the connector noted cautery marks were present and the grommet was damaged. The cause was unknown. Concomitant medical products: 429688 lead, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device possibly withheld therapy for an atrial fibrillation/atrial tachycardia when the rhythm was ventricular tachycardia (vt). The device was subsequently explanted as the patient underwent a heart transplant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.